Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation results are based solely on the information provided by the customer and the service business center. Based on the results of the investigation, it is likely that the cause of the broken pin was due to improper handling by the customer and application of outer force. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the grasping forceps, shark teeth, 7 fr., semiflexible exhibited a broken distal end. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.